Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up arrow and escape button were hard to press. The customer moved the battery and got it to work. They noticed the issue when trying to bolus. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 400 mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received no button response due to flattened esc and up button dome switch. Inspected j2 connector on lcd and no unlock keypad connector. The device was received with minor scratched display window and cracked reservoir tube lip.